Manufacturer narrative:
The device location and return status is unknown at the time of this report; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the intended use/indications for use: · the safari2 guidewire is intended to facilitate the introduction and placement of interventional devices within the chambers of the heart including those used within transcatheter aortic valve procedures. As described in the device instructions for use (dfu) warnings section: · monitor the wire position throughout the procedure for proper placement of curve and distal tip. · when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. As described in the device instructions for use section: 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. The safari2 guidewire is not intended to be used as a pacing wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported.

Event description:
During the deployment of the valve, the safari guidewire was not deep enough into the ventricle. After several tries repositioning, they decided to implant with the wire like that and rapid pacing for stability. The pacing was being done through the safari wire, and it was not working properly, creating more instability, so pacing was halted. The implant was performed without pacing and with the wire not deep into the ventricle, which caused the valve to migrate towards the aorta after the opening of knob 2. The doctors refused implanting another acurate neo2 and called the cardiovascular surgeons to explant the embolized valve. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: suggested to reposition the wire before initial position. It was done several times unsuccessfully. Suggested rapid pacing but they were pacing through the safari wire and the pacing was not working properly. What is the next course of action?: waiting for patient updates patient present at time of event?: yes patient complications: migration in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the safari guidewire was not placed deep enough in the ventricle causing the valve to embolize aortically when deploying the lower crown medical or surgical interventions: cardiovascular surgeons extracted the embolized valve patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: no patient outcome: expected to fully recover was issue present upon opening package?: no